Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impend ace measurements, measuring greater than 125 ohms on this right ventricular (rv) channel. The pacing impedance measurements were stable and within the normal range. It was noted that the patient was in atrial fibrillation (af). Technical services (ts) reviewed and recommended troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.